Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she was getting a different result on her coaguchek xs meter serial number (B)(4) compared to a result measured with an unknown laboratory method. It was determined that the patient had the units set incorrectly on her meter as the meter was reporting units in % quick. The patient had reported values to her doctor in what she thought were inr units, but these were % quick units instead. It was determined that the units had been set incorrectly on (B)(6) 2018. The customer was advised to contact her doctor's office to explain that the meter was set with the incorrect units. The unit setting was changed on the meter in order to report units in inr. The time and date were also set incorrectly on the meter. The customer was advised how to set date and time on the meter. Upon review of the meter memory, it was determined that the patient measured erroneous results when testing five times with the meter on (B)(6) 2018. On (B)(6) 2018 at 6 a.m., the patient measured the following values when testing samples on the meter: 7.8 inr (according to the meter memory, the result was 6 % quick with an incorrect date and time of (B)(6) -2018 at 4:12 p.m.); 5.4 inr (according to the meter memory, the result was 9 % quick with an incorrect date and time of (B)(6) 2018 at 4:14 p.m.); 6.5 inr (according to the meter memory, the result was 7 % quick with an incorrect date and time of (B)(6) 2018 at 4:18 p.m.); 7.2 inr (according to the meter memory, the result was 7 % quick with an incorrect date and time of (B)(6) 2018 at 4:31 p.m.); 7.5 inr (according to the meter memory, the result was 6 % quick with an incorrect date and time of (B)(6) 2018 at 4:41 p.m.); 7.0 inr (according to the meter memory, the result was 7 % quick with an incorrect date and time of (B)(6) 2018 at 6:14 p.m.). The patient stated that she reported the meter results to her doctor and held her warfarin dose for 3-4 days based on these results. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient stated that she did not stick a new finger each time for each collected sample. She said that she stuck a couple fingers and then was using the same fingers when collecting samples for a few of the tests performed on (B)(6) 2018. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is has had no diet changes, no illnesses, and is not taking any new medication. The patient has no had any special or unusual diet. The patient did not have symptoms of bleeding or bruising. The patient stated that she gets normal bruising from running into things. She has not needed treatment for any bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 304974) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material was within specifications.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 4%. The customer stated she used the same fingerstick for a few of the tests. For a second measurement, a new puncture of a different finger is mandatory. The results alleged by the customer were not observed in the meter¿s patient result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.